Event description:
It was reported that during a da vinci si thyroidectomy procedure, the insulated tip on the harmonic curved shears insert accessory broke while installed on the harmonic curved shears instrument. The broken insert accessory piece was retrieved with a laparoscopic grasper instrument and the planned surgical procedure was completed with a replacement insert accessory. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the insert accessory was returned with the clamp arm detached from the distal end. One side of the hinge attachment feature on the insert shaft was bent backwards, indicating that hyperextension of the clamp arm likely occurred. Engineering concluded that the damage to the clamp arm was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. This complaint is being reported due to the following conclusion: a piece from the harmonic ace insert accessory broke off and fell into the patient.